Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer does not recall any significant event leading up to the error alarm. Blood glucose level was 122 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No unexpected audio or beep anomalies noted. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.